Event description:
It was reported that there was a lead integrity alert triggered for sic (sensing integrity counter) and hrns (high rate non-sustained) episodes. The recorded episodes show subtle non-physiologic noise oversensing typically near r-wave which sometimes appears as r-wave double counting. Additionally, the data shows anamolous impedance measurements on a few occasions. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular (rv) lead was fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a bipolar lead impedance warning triggered for high/undefined pacing impedance and there was oversensing on the rv ring for the right ventricular (rv) lead. The rv lead was reprogrammed and it was noted the issue was resolved but the clinic will continue to monitor the lead.